Manufacturer narrative:
Based on addtional information received it was clarified that the event reported through this report represents the same event communicated to you over MDR 3005975929-2017-00332. For this reason we have updated the complaint file related to MDR 3005975929-2017-00332 and will continue to investigate this incident through a single investigation. We will close the complaint file on event reported through this MDR (3005975929-2017-00333) and ask you to disregard this report.

Event description:
It was reported that right hip revision surgery was perfomed. Metallosis, gray staining and large fluid collection reported.